Manufacturer narrative:
Device is a combination product. A synergy ous mr 2.50 x 16mm stent delivery system was returned for analysis without the manifold hub. A visual examination of the stent found signs of stent damage. The stent was kinked at the mid stent position with struts lifted. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 142.2cm proximal to the distal end of the bumper tip and the manifold hub not returned. Also, multiple kinks located at different places along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 28-apr-2020. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50 x 16mm synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent damage.